Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed and reproduced a "door not fully latched" alarm. The alarm was caused by a loose link screw. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The screws will be replaced during the repair process.

Event description:
It was reported that a door will not fully latch closed. No pt injury was reported and no add'l information was provided.